Manufacturer narrative:
Lot information was added. Evaluation results: evaluation of the returned device found one of the mitts was torn on the edge causing the beads to escape - the other mitt was undamaged. For this reason, the product is non-functional and will not perform as intended. Damage to the product was confirmed to be caused by the patient by means of biting or chewing the green mesh fabric, thus releasing the encased polystyrene beads from escaping the product resulting in possible ingestion of the polystyrene beads. The instruction for use (IFU) on this product indicate to do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal. The warning section stated additional or different body or limb restraints maybe needed to reduce the risk of the patient getting access to the line/wound/tube site; to prevent the patient from flailing or bucking up and down and causing self-injury. Manufacturer reference file # (B)(4).

Event description:
Supplemental medwatch required for product evaluation results.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. This report is based solely on the customer reported issue. Note: the instruction for use (IFU) states: "monitor per facility policy. Check to ensure that mitts are properly secured. If applied too tightly, circulation will be restricted; if applied too loosely, the patient may be able to slip his or her limb from the device; mitts are intact, not torn or damaged, and hook and loop closes securely. Do not allow patients to ingest mitt material; the patient cannot use his or her teeth or otherwise remove the device and inflict self-injury; monitor closely when the patient is out of bed. Patients who ambulate while wearing this device may be at risk of injury from a fall." (B)(4). Pending product receipt

Event description:
Customer reported the patient had ripped open the mitt with her teeth and was found with the polystyrene beads in her mouth. The customer is not sure if the patient ingested the beads; therefore, the patient is monitored every 15 minutes. This issue was discovered on the evening of (B)(6) and no serious injury was reported.